Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned and analyzed. The analyst also noted there was only one set of setscrew marks on the is-1 pin. These setscrew marks were too proximal, indicating the lead was not fully inserted into the device.

Event description:
Asku